Event description:
It is reported that the patient underwent knee arthroplasty in 2010, and is experiencing pain and swelling and may have a metal allergy.

Manufacturer narrative:
This report will be amended when our investigation is complete.